Event description:
It was reported that allegedly this is an out of box. Reportedly they tried to use the scissors and allegedly they are not cutting properly.

Manufacturer narrative:
Additional info will be reported once investigation is completed.